Manufacturer narrative:
Additional information was received on 7/1/2020, patient experienced left sided capsular contracture baker grade IV post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/22/2020, patient's left sided implant was not ruptured. The investigation of the returned device was completed by the failure analysis lab on 4/24/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation, the implant was observed ruptured. An anomaly consistent with a crease/fold was observed on the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient who underwent breast reconstruction revision surgery with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 3/25/2020, patient also experienced left sided rupture and capsular contracture baker grade unknown post procedure. The left sided implants are unknown gel. Initially patient reported a diagnosis of breast cancer. However, on (B)(6) patient confirmed that she does not have breast cancer and is only brca positive. Patient underwent bilateral removal and replacement on (B)(6) 2020. On 4/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that per additional information was received, "the patient developed left skin flap necrosis and has had multiple debridements" was erroneously omitted in follow up report 4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).